Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump and catheter were revised on (B)(6) 2011. The pt's pump had flipped and the catheter had become disconnected at the juncture between the "catheter interface" and the catheter. The pt had lost efficacy and had increased pain. Following the revision, the pt recovered successfully. The drug in the pump at the time of the event was morphine 10mg/ml delivered at 3.5mg/day. Following the revision, the dose was adjusted to 0.5mg/day.